Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received a pump error 63 while doing the self test. The customer¿s blood glucose level was unknown. Troubleshooting was not completed. The insulin pump returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures error confirmed in the device history due to broken trace on keypad assembly. (B)(4).